Event description:
Event description guidant received information that this implantable cardioverter defibrillator (ICD) could not be interrogated. Two programmers were used without success. The device was not implanted and was returned for analysis.